Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 39 mg/dl. She treated with juice. The customer's sensor read 119 mg/dl. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.